Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, the insert was heating up; no injury resulted.

Manufacturer narrative:
Found unit to have depleted foot control batteries, and also recommend new water filter, along with tuning/calibration. Ran unit at maximum power using fsi-10 water flow set at 40 cc/min for extended period of time with no overheating issues. Customer did not send insert with unit that was heating, customer may have defective or damaged insert or perhaps after market variety that is causing heating issue. Also if water flow is restricted or flow is inhibited this will cause heating, none of which was found during evaluation.